Event description:
The customer reported various system errors which prohibited the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos pcb and ups (uninterruptible power supply) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.